Event description:
It was reported that the pink slide did not move and the needle partially inserted into the skin. When the pod was removed the cannula was visible and appeared normal. No impact to the patient's glucose level was reported. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.